Event description:
The patient, a (B)(6) old known for bronchial dilatation, was treated with brochial embolization for moderate recurrent haemoptysis using 300-500micron bead block through a 2.7fr progreat catheter. The embolization was performed as an emergency on (B)(6) 2008 with superselective catheterization of three bronchial arteries: two on the right side (superior and inferior) and one on the left side (inferior). The patient presented with neurological disorder several hours post procedure. An MRI on (B)(6) showed spinal infarct with high signal intensity. There was progression of the neurological disorder over the following days with an increase in the high signal on the MRI of the spinal cord performed a few days later. The physician has many years experience of bronchial embolization, however this was the first case carried out by the physician with bead block (he usually uses another special embolic agent in this indication). The manufacturer was notified of the event on (B)(6) 2008.